Event description:
It was reported that the device was replaced due to several vf episodes caused by noise.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of noise was confirmed via review of stored electrograms in the laboratory. The device was tested on the bench and our automated testing equipment. The device functions are normal and no anomalies were found.